Event description:
It was reported, that the camera head had a small hole on the camera lid. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had a small hole on the camera lid. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.